Event description:
The nurse/caretaker of a (B)(6) female pt called zoll customer support to report that the pt's electrode belt had deployed gel. Upon investigation by a zoll pt service rep, the trunk cable connector was found to have bent pins. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt/bent connector pins) was confirmed. Upon investigation, electrode belt connector pins were found to be bent. The bent pins caused the belt to deploy gel. The root cause of the bent connector pins could not be positively identified, but the damage was likely the result of excessive force when the pt was connecting the electrode belt to the pt's monitor. No adverse event resulted from the bent connector pins. The pt rec'd a replacement electrode belt.